Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of high blood results. Blood test during call gave a result of 358 mg/dl. Caller feels his blood sugar results are higher than usual. No adverse event reported.